Event description:
There was satisfactory placement of an ivc filter, but a small metallic ring (radiopaque marker) from the tip of the introducer sheath (dilator) came loose and was retained in the pt between the right clavicle and the first rib. No further complications noted. Diagnosis or reason for use: treatment for dvt.